Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had communication issue. A field service engineer discovered that the device was disconnected from the network. Upon investigation, it was determined that the issue originated from the hospital's it department. The engineer communicated with the hospital's it team, who provided all the necessary information to rectify the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station had communication failure. A customer has indicated that user was unable to issue medication for patient due to reported malfunction. There were no adverse events or injuries reported based on this event.